Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between insulin pump and transmitter and also received a sensor signal not found alert. The customer reported no adverse event. The event involved product mmt-7841zw. Troubleshooting was performed and deleted transmitter serial number from pump and repaired the transmitter was communicated with the pump but the customer didn't received the "sensor connected" alert or system start warm-up. No harm requiring medical intervention was reported. The customer will discontinue the use of the transmitter. Mmt-7841zw was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge however, after removing device from charger, the green led did not flash. After the test plug was installed, the led did not flash, the problem was isolated to electronic assembly. . Unit communicated and sync properly during rf/ble/downgrade/association, however, unit failed with a failure at the accuracy test. In conclusion, unable to perform the accuracy test due to unit not communicating with the accuracy tester. The customer complaint of communication anomaly was not confirmed. However, the unit failed accuracy test is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.